Event description:
Right side capsular contracture baker grade 3.

Event description:
Right side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional; the device weighed 2.4g over specification.